Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced for normal battery depletion. The pocket was opened and the device was removed, but the physician experienced difficulty loosening the setscrew to disconnect the electrode. Despite multiple turns of the wrench, the setscrew could not be loosened. When turning the torque wrench counter-clockwise, clicking sounds could be heard from the setscrew being engaged, but the wrench became stopped. A new torque wrench was tried, with the same results. It was then attempted to loosen the setscrew by tilting the wrench at an angle, then mineral oil was applied to lubricate the setscrew. Finally, after multiple attempts, the setscrew was loosened enough so the electrode could be disconnected. No adverse patient effects were reported. The electrode remains implanted and in service with the new device. The explanted device was expected to be returned for analysis,

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.